Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms with service code 204) has been confirmed. Upon eval, the trunk cable was pulled from the strain relief. The cause for th code 204 alarms is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the damaged trunk cable and wires cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's device was constantly alarming with a code 204. The pt was issued a replacement electrode belt.